Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented due to patient alert sounded. It was also reported that the right ventricular (rv) lead was deactivated, replaced and remains in the patient due to oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Analyst commented, beginning (B)(6) 2015, 76 ventricular sensing integrity counts; ventricular tachycardia (vt) non sustained and high rate non sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non sustained episodes and sensing integrity counter greater than or equal to 30 in 3 days.